Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. Blood leakage in hemostatic valve. It was reported that during the operation, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury report. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. Blood return was observed and approximate volume of blood that was lost was 10ml. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 27-apr-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small . Blood leakage in hemostatic valve. It was reported that during the operation, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury report. Device evaluation details: visual analysis revealed that the hemostatic valve was found misplaced underneath the silicon ring. The hemostatic valve condition was confirmed and mitigation actions such as a full borescope inspection to avoid this condition from happening again were initiated. Due to the condition of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device number 00002005 and no internal action was found during the review. The issue reported by the customer was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).